Event description:
Medtronic received a report that the package was opened, and the fr was pushed out of the protective sheath, and it was found that the stent had been disconnected from the detachment point. It was replaced with another stent, and the surgery was successful. The stent was damaged out of package. The reported devices and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Stroke onset to reperfusion time is 3 hours. Additional information was received that clarified that the stent prematurely separated from the delivery wire, the stent did not fracture and separate from the rest and there was no other issue. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
H3: product analysis #705701160:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the solitaire ab revascularization device was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: the solitaire ab ptfe outer jacket was found undamaged. The pusher was found undamaged, and the marker coil was found intact and unstretched. The solitaire ab stent was already detached. Visual inspection of the detachment zone revealed no electrical etching. The stent non-working (tear drop) and working length struts were in good condition. The finger markers were found undamaged. Testing/analysis: the detachment zone was sent out for sem testing. Sem lab results: ¿the broken end failed via ductile overload.¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿premature detachment¿ was confirmed. The cause of the detachment was due to ductile fracture. The cause of the ductile overload could not be determined. Customer reported the failure was found out of packaging. Customer also reported preparing the device per IFU. It is possible the damage occurred during manufacturing, during removal from the packaging, or during preparation. There is an indication that the failure is related to a potential manufacturing issue; therefore, a DHR review will be performed. Ngod1010 2023-09-14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.